Event description:
The physician found that the sensing decreased and the capture threshold increased when the patient was lying. The physician successfully repositioned the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received hospital.